Manufacturer narrative:
(B)(4). Additional information: clamp stopped working after the third staple, maybe due to a battery issue. Another clamp was use. No problem during installation. Clamp locked with open jaws so it was possible to take it from the tissue. Staples were not deformed. No patient consequences, except that sutures were made a little bit higher.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was the device used in? Can you please clarify what was meant by, ¿manual mode didn't work either?¿ when the stapler didn't cut the intestine, did the device deliver any staples into the tissue? If yes, were the staples formed properly? If yes, was the staple line complete? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that during an unknown procedure, the stapler didn't cut the intestine and the manual mode didn't work either. Another like device was used to complete the procedure. There were no adverse consequences for the patient.